Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states on (B)(4) 2014; an oily residue was identified and deposited on the trays under screwdriver handles. After the oily residue was discovered on two sets during a open reduction internal fixation (orif), as logged under a previous complaint, an investigation was conducted at the site to determine if there were additional affected sets. As such, the reported screwdrivers are part of the second batch of instruments found after the original complaint. This is report number 2 of 4 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: four devices were received in good condition. The device tips showed some signs of wear and use, but were still functional. There was no obvious residue on the received parts. The handles were slightly discolored, and faint darkening of some areas, which is a common for these handles. Fourier transformed infrared spectrophotometry (ftir) by diamond attenuated total reflection (datr) was used to analyze the handles. This study did show the presence of extractable residues (phenolic compound, autoclave packaging and cotton spectra); however, all residues observed can be attributed to the known device history. As no evidence of an unknown residue was found in the extracts and no original complaint material exhibiting discoloration was available for analysis, the cause of the originally reported discoloration cannot be determined. Following this investigation, complaint devices will be stored at the (B)(4) lab. No issues were found during the performed investigation and no root cause could be identified. This complaint was unconfirmed and no manufacturing or design issues were noted. The design is adequate for its intended use, it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.